Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event five of b. Braun melsungen ag internal report number(B)(4). Received one connector and filter connected to each other. The cover of connector was locked and clip is attached. Visual inspection of connector: bushing is deformed, at the position of suppressing protrusion of the cover, which may have been closed for long time. No other abnormality was identified. Functional test: tensile test with returned connector and unused catheter was conducted. The measured tensile strength was 6.6 n which satisfies spec of >5 .5 n. When unused catheter was inserted to the returned connector, resistance is felt due to the deformation of bushing. However, catheter was inserted up to the target position. The insertion depth is confirmed to satisfy specified standard . Acceptance inspection record: the acceptance inspection record was confirmed to be all pass. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan ): event 5 it was reported from the operation room that the catheter of this product was detached from the connector. Hospital staff says that the catheter was detached from the connector even though the patient did not make any move.